Manufacturer narrative:
User reported that the device alarmed for leak during ventilation. From the initial analysis of the logs no alarm for leak can be seen around the time of event stated in cer. However, the alarms occurred during ventilation earlier than the event date. Further investigation is ongoing. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during a ventilation the unit alerted on a leak. They connected another unit to the patient with another b.c. The unit configures to neonatal. We did all the tests and run the unit, but couldn't reproduced the problem. No patient harm or consequences.